Event description:
Using the ep med system to pace before radiofrequency ablation to assess phrenic nerve. Appeared not to have capture of phrenic nerve stimulation, therefore, radiofrequency ablation turned on. Later found phrenic nerve damage via fluoroscopy. Pt initially with hiccup symptoms post procedure.